Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result=6.1, repeat=2.4, 3.1. (Results 6.1 and 2.4 from same finger stick, 3.1 from different finger stick). Pt's therapeutic range: 2 - 3.

Manufacturer narrative:
Investigation pending.